Event description:
Customer reports to have problems with sensor readings. Customer states her sensor readings and blood glucose readings were off by one-hundred points. Customer's blood glucose was 400 mg/dl, which was treated with insulin pump. Customer declined high blood glucose troubleshoot. Customer reports that sensor reading issues were corrected with an infusion set and sensor change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).